Manufacturer narrative:
Date sent: 08/04/2009. Device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition, the device opened and closed without any difficulties. Device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape; in addition, the device opened and closed without any difficulties. Device c was received with the anvil closed and the flex neck extended from the tube. The device was loaded with a fully fired reload. The flex neck was manually assembled to the tube and a test reload was loaded into the device for functional testing. The device fired all the staples as intended. However, the anvil did not open, as the flex neck extended after attempting to release due to an insufficient h-crimp. A batch record review was performed and no anomalies were found during the manufacturing process. Other # = e5px5d (batch # for device b) and e5rr2h (batch # for device c); exp date = 07/2013 (device b) and 09/2013 (device c). 08/2008 (device b) and 10/2008 (device c).

Event description:
It was reported that during a gastric bypass procedure, they closed the device and fired. A noise was heard. The device fired correctly, the staples were formed, but the jaws would not open. The device slid from the tissue after firing. However, the jaws never opened. The case was completed without any impact to the patient. Additional information has been requested.